Event description:
During the procedure while using the dyonics 5.5mm incisor blade/shaver, the surgeon and surgical technician noticed that a metallic looking "dust" was coming from the shaver while in use.